Event description:
It was reported 2 bd alaris smartsite gravity sets had an issue with component separation. The following information was provided by the initial reporter: "when spiking the IV fluids the primary tubing came apart - happened twice with two different IV sets."

Manufacturer narrative:
H.6. Investigation: no photo or sample was received with the customer's complaint of separation. Without further information, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10802688 lot number 21069556 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation with lot #21069556 regarding item #10802688 a complaint history check was performed and this is the 9th related complaint reported with the defect/condition of separation regarding item #10802688 over the 12 month period before this complaint.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd alaris smartsite gravity sets had an issue with component separation. The following information was provided by the initial reporter: "when spiking the IV fluids the primary tubing came apart - happened twice with two different IV sets."